Manufacturer narrative:
The defective cpu board was discarded and a new one was placed in the unit, and all functions worked properly.

Event description:
It was reported by the distributor that when they received the cpu board they ordered, the bed would not lower, but all other functionality was available. No pt involvement or adverse consequences are reported.